Event description:
It was reported that during the implant attempt, the lead was connected to the device and then disconnected to reposition the lead. When the lead was reconnected to the device, the connection was not getting tight to the lead even with several attempts. The device was not implanted and another device was successfully connected to the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the set screw was loose/detached.